Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, nizam et al. (2018), reported one issue due to a mechanical problem in the standard 4 in 1 resection guide (conventional instrument that is embedded in the respective patient-matched guide) where the sliding mechanism was jammed, taking a larger than measured posterior condylar resection (error of 6.7 mm). The error was noted after the cuts were made. The jig has a check method to verify this measurement before the cuts are made. (B)(4).